Event description:
It was reported that the right atrial lead was found to be dislodged. Subsequently, underwent a procedure this lead was successfully repositioned. No additional adverse patient effects were reported. The evidence suggests that this lead remains in service.